Manufacturer narrative:
Other relevant device(s) are: product ID: 924256, serial/lot #: (B)(4), ubd: 18-jun-2021, UDI#: (B)(4). Product ID: 924256, serial/lot #: (B)(4), ubd: 18-jun-2021, UDI#: (B)(4). Product ID: 3389-40, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4). Product ID: 3389-40, serial/lot #: (B)(4), ubd: 07-aug-2022, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 24-sep-2022, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 05-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding their implantable neurostimulator (ins). It was reported there was an infection. It was unknown if there were any environmental/external/patient factors that contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. The full system was explanted. The issue was resolved at the time of the event. No further complications were anticipated.